Event description:
The caller stated that she had a 6cfs whose inner cannula was very tight and difficult to twist to remove from the tracheostomy tube. The caller stated the inner cannula was tested with the tracheostomy tube before being used on the patient. The caller stated when the issue was noticed. They isolated the bad inner cannula and used an older inner cannula that had been cleaned. The outer cannula was replaced when the replacement tracheostomy tube arrived.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.